Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
It was reported that the e-drive was very difficult to remove/release from the ch holder, when pressing the unlocking button. The failure occurred during testing. No harm to any person has been reported. As there is a potential risk, that in emergency situations the patient cannot be supported via the hls set and emergency drive till a new cardiohelp is connected, a report is required. Complaint ID: (B)(4).